Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore, based on the inspection of the quality documents accompanying this particular device. The mfg process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the mfg process, which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device mfg.

Event description:
Boston scientific received info that one week post implant, microdislodgement of this right ventricular (rv) dextrus lead was suspected as there was no longer any slack in the lead. It was noted that this pt is morbidly obese and pt movement could have resulted in the microdislodgement. The pt was experiencing pre-implant heart symptoms. Therefore, a revision procedure was performed and the lead was successfully repositioned. No adverse pt effects were reported. One week later, the lead safety switch (lss) was triggered due to out range impedance measurements on this lead and the associated atrial dextrus lead. On the same day as this rv lead was revised, both the atrial and the ventricular measurements were greater than 2500. It was confirmed that the impedance measurements were taken the previous day during the procedure which resulted in the out of range measurements. The consultant discussed how to reset the lss and instructed the caller to test the leads in both unipolar and bipolar configurations to confirm lead integrity. The lead remains in service and no further issues have been reported. This product issue will be re-evaluated if add'l info is received.